Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead oversensed noise, resulting in pacing pauses and inappropriate therapy delivery. The patient's intrinsic rhythm came in at approximately 50 bpm. Lead measurements were within acceptable ranges. Noise was observed with isometric exercises. Due to the device battery status (mol2) and suspicion of compromised lead integrity, the system is scheduled to be replaced.